Event description:
During an angiogram through scarred groin tissue performed in the interventional radiology dept, as the clinician withdrew the sheath over the wire, the hub broke at the tubing/hub junction. No pt harm or injury occurred.

Manufacturer narrative:
The suspect device involved in the reported incident was returned to merit medical for eval and the alleged failure was confirmed. A visual inspection verified that the sheath tubing had stretched, detaching from the insert molded hub; the proximal end of the detached segment of tubing was smooth and rounded. The sheath tubing was stretched and the distal end of the tubing had accordioned. A crimped mark was observed on the distal end of tubing. The introducer tip was slightly damaged. The device history record for this lot was reviewed and showed that the tubing wall thickness was at the low end of the spec, resulting in lower tensile strength between the hub and tubing joint. The spec has been tightened to eliminate this failure mode.